Event description:
A report was received that a recently implanted patient was not able to charge the ipg. An ultrasound and an x-ray were used to view the ipg site. Fluid was found at the ipg site which was aspirated by needle to drain the fluid. The patient is reportedly doing well and is able to successfully charge her ipg.